Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a laparoscopic myomectomy procedure. Reportedly, the sleeve of the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.